Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2019), (manufacturing date: 03/2016), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs perforated the ivc, detached and the device was unable to be retrieved. The patient experienced complete occlusion of right common femoral external iliac, common iliac veins and occlusion of the ivc filter. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure and open abdominal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs perforated the ivc, detached and the device was unable to be retrieved. The patient experienced complete occlusion of right common femoral external iliac, common iliac veins and occlusion of the ivc filter. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure and open abdominal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six months post filter deployment, the patient presented for filter retrieval. The filter apex was adherent to the right superior renal vein. An unsuccessful retrieval using a tulip snare resulted in the filter becoming lodged in the superior right renal vein. Multiple further attempts of retrieval using different angled wires, catheters, and combinations were unsuccessful. Approximately two weeks later, a CT revealed malposition of the filter. The apex of the device appeared to be outside of the ivc. Six days later, the patient presented for retrieval; however it was noted that the ivc filter was clotted. Approximately nine months post deployment, the patient presented for removal and the operative report revealed the filter tip was protruding from the vena cava wall. The filter was then removed. A chest x-ray revealed a filter arm in the right atrium which was later removed by surgery. Therefore, the investigation can be confirmed for perforation of the ivc, limb detachment, malposition of device, occlusion of the filter and retrieval difficulties. Per the medical records, the filter apex was adherent to the right superior renal vein and an unsuccessful retrieval attempt using a tulip snare resulted in the filter becoming lodged in the superior right renal vein. Multiple further attempts of retrieval using multiple devices were also unsuccessful. It is likely that these events resulted in the malposition of filter, retrieval difficulties and the other reported deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Do not attempt to remove the denali filter if significant amounts of thrombus are trapped within the filter or if the filter snare hook is embedded within the cava wall. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2019) and (device: 2616, 4001).